Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the drawing found that the silicone tip protectors have been changed to tpu sleeves since the manufacture of this device. The change was implemented due to customer feedback that the silicone tip protectors were difficult to remove. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during arthroscopy procedure, outside the patient, using guidewire the silicone plug at the tip of the spike is stuck (melted). The procedure finished with a smith and nephew backup device. Surgical delay less than or equal to 30 mins patient injuries were not reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.